Event description:
It was reported that the patient was hospitalized for treatment of an acute myocardial infarction and was found to have a totally occluded mid left anterior descending artery (mlad). After 3.0x28mm xience v stent implantation in the mlad, slow flow was noted. The area was aspirated, resolving the event. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of birth provided as (B)(6) 1940. There was no reported product deficiency and the product was not returned. The reported patient effect of ischemia, as listed in the xience instructions for use, is a known adverse event associated with coronary stenting procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.